Manufacturer narrative:
(B)(4), concomitant medical products: architect i2000sr analyzer, list # 3m74-01, (B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
It was reported that "surgeon was performing a 2 level lumbar decompression & fusion (l-4-s1). Surgeon prepared pedicle with straight gearshaft probe. The left s1 pedicle was tapped with a 6.5mm xia 3 tap. Surgeon sounded the pedicle wall with a ball tip probe. A 7.5mmx40 xia 3 screw was inserted into the left s1 pedicle. Surgeon felt the screw did not "bite" into the bone. Axial force was used on the screwdriver while inserting the screw. Surgeon did not like the feel of the screw and decided to obtain bicortical purchase. All other screws were placed, rods were inserted, blockers were placed & tightened. The left s1 blocker seemed to be recessed in the screw head of s1. The blocker & rods...

Manufacturer narrative:
(B)(4). Architect i2000sr analyzer, list #3m74-01, (B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Event description:
The customer observed architect analyzer error code 1007 (unable to process test, activated read failure) and error code 1006 (unable to process test, background read failure) when controls were being run. The customer stated preventive maintenance was performed the day before, therefore, the customer didn't believe the issue was caused by the analyzer. The customer's analyzer logs were evaluated by abbott. The customer was advised to replace the reaction vessel (rv) lot and the issue was resolved. There was no impact to patient management.